Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Investigation: returned sample evaluation: there are no photographs associated with this case no unused returned sample was received. Conclusion summary of the related event: a complaint search performed in trackwise system, version 8.7, by manufacturing date for the ¿starter hole off center or misaligned¿ failure mode for ats#1 and ats#2 manufacturing lines shows a decreasing trend from (B)(6) 2019 to date (cut off (B)(6), 2020). Based on the preliminary investigation, the most probable cause for the cases related to manufacturing process in the ats#1 and ats#2 manufacturing lines is related to machine condition. As part of the nonconformance report (ncr) tw# (B)(4), actions were taken for this failure mode, which were the main factors for the reduction in the quantity of complaints per month. In addition, the investigations (rci¿s) tw# (B)(4), and tw# (B)(4), were carried out and actions were taken for the off-center failure mode in the convex two (2) piece (ostomy) and convex two (2) piece (wct) bulks manufacturing lines. Furthermore, a nonconformance search was performed in trackwise system, version 8.7, from 2018 to (B)(6), 2020, for the ¿starter hole off center or misaligned¿ failure mode for ats#1 and ats#2 manufacturing lines and as a result, no events related to this malfunction were found. Moreover, the following quality and manufacturing controls are currently in place in the ats#1 & ats#2, according to the product instructions and test methods, which contribute directly to the detection activities: ¿ manufacturing process instructions (pi21-130 - ats1 assembly and packaging / pi21-122 - ast2 assembly and packaging) 1. Visual inspection to completed product 100% of units 2. Testing and inspection log ¿ dimensional verification and visual inspection looking for collar concentricity 6 samples at the beginning of the batch and each 1 hour ¿ quality test methods (tm-017 ¿ visual nonconformities laminated adhesive products / tm-014 ¿ pouch nonconformities) a quality notification was given to the quality and manufacturing personnel of the ats#1, ats#2, convex two (2) piece (ostomy) and convex two (2) piece (wct) manufacturing lines, to make them aware of the new complaints received for this failure mode (refer to attachment #3 and attachment #5 of this ncr). For everything explained above, no additional actions are required. Should additional information become available, a follow up report will be submitted. FDA registration number: reporting site: (B)(4) manufacturing site: (B)(4).

Manufacturer narrative:
MDR 9618003-2019-05245 / device 3 of 3. Initial reporter (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported the starter hole was off center. The product was not used on or by a patient. No photograph was provided.